Event description:
It was reported that the pt experienced loss of therapeutic effect (return of pain symptoms) following a fall. The pt felt pressure in his abdomen where the neurostimulator was implanted. The pressure was present when the device was on, but not when the device was off. Movement did not cause changes in stimulation. Impedances were within normal limits between 810-1000 ohms. Therapy impedance was 243 ohms with 2 negatives and 6 positives. It was noted that there had been no lead migration. A pocket revision was performed in july 2011 and the pt was doing well. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).